Event description:
Per dealer joystick is stuck in drive 4. Spoke to john in tech service and he said there is nothing he can do its a bad joystick.

Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. The malfunction has not been confirmed.